Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced infusion site infection event on (B)(6) 2026. Due to the event, the patient developed an lump on stomach which became cellulitis. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.